Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels over the night. Bg value was unknown. Reportedly, the customer was under increased personal stress and the customer experienced higher than normal bg levels and increased the overnight basal rate settings which caused the low bg levels. Glucose tablets were consumed to treat bg. The customer lowered the basal rate settings. Recommendation was made to consult with healthcare provider regarding diabetes management.